Manufacturer narrative:
During testing, the device powered on with an s321 malfunction alarm code. This was due to a broken rtv seal on the mr2 motor. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device had a motor error. This does not indicate a reportable malfunction. However, during verification testing at the service center, the device was received with a s321 (motor-error-pmc, left) malfunction alarm code.